Manufacturer narrative:
The investigation has been completed. The console (ic2379) was sent back for further investigation. Console was ran with pump and purge to test the stepper motor priming. It was observed that the stepper motor was stalling attempting to prime the pump. The root cause of the failure mode was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.